Event description:
The customer contact reported leak; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified solution via gravity. After an unspecified length of time in use, the customer contact reported an unspecified amount of blood leaked from the removable clave connection. The amount of blood loss was reported as "not significant". The removable clave was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The clave on the tubing set is labeled as a removable clave. Product labeling states: "remove caps when required and secure connections."